Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available information was included. Additional details are not available.

Event description:
A field service representative (fsr) was injured while servicing an architect c4000 processing module which required antibiotics and a tetanus shot. The fsr was removing tubing in the instrument and the webbing between his thumb and index finger on his left hand was pinched between a bracket and the water valve. The fsr went to the emergency room and the wound did not require stitches but he did receive a 4 day course of antibiotics and a tetanus shot.

Manufacturer narrative:
As the field service representative (fsr) was replacing the incoming on/off valve, he was pulling on the tubing attached to the output of the flow restrictor connected to the incoming on/off valve. An elbow fitting broke, the fsr¿s hand went backwards, and he pinched the skin between his thumb and index finger on the bracket holding the valve. The fsr had been following the removal and replacement procedure associated with the incoming on/off valve. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional tickets associated with the complaint issue. A review of complaint and trending data for the architect did not identify an increase in complaint activity for the issue described in this complaint. Additionally review of complaint and trending data associated with the incoming on/off valve did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the incoming on/off valve were identified.

Event description:
A field service representative (fsr) was injured while servicing an architect c4000 processing module which required antibiotics and a tetanus shot. The fsr was removing tubing in the instrument and the webbing between his thumb and index finger on his left hand was pinched between a bracket and the water valve. The fsr went to the emergency room and the wound did not require stitches but he did receive a 4 day course of antibiotics and a tetanus shot.